Event description:
Sherwood employees reports: they were preparing to use a needle to draw blood when the phlebotomist noticed a foreign material on the blue rubber sealing sleeve and inside of the cannula of the needle. They believe the foreign matter is blood. The needle was not used. No injury is reported.